Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a recurring pump error alarm. Customer¿s blood glucose was 132 mg/dl at the time of incident. Customer also reported that the insulin pump had a failed battery alarm and unable to complete the troubleshooting as customer declined to replace the battery. . Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm or inverse critical block did not add to zero error alarm noted during testing or in the device trace download. (B)(4).